Event description:
The customer reported that he feels the insulin pump is delivering insulin more than what is requested. The blood glucose reading at time of call was 268mg/dl. During the call, it was found that the customer is a college athlete and recent he increased his exercise level. The caller stated that his doctor is considering adjusting the settings on his insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.